Event description:
Reporter states that she has suffered eye symptoms from 3/5 to 3/10. She has only been seen by an optometrist until now and is considering being evaluated by an ophthalmoligist. She has been prescribed "tobradex" and has been told that her left cornea has been "eaten away." Her vision is somewhat improved, but it's still blurry and there's a "spot" in the middle of her eye. Dr had been following her. She denies having had any culture taken. Says that her eye is red and irritated and her vision remains blurry and fuzzy. She still doesn't feel right. She experiences increased sensitivity to light, has tearing, but the discharge from her eye has improved. She hasn't worn contacts since and says that the symptom began when she was first en route on her vacation to another country.